Event description:
Customer reported a button error alarm after he had dropped his insulin pump into the toilet. Customer stated he had removed the battery to let the insulin pump dry. After replacing the battery, the customer noticed his insulin pump's screen going blank and then the button error alarm occured. He also stated none of his buttons were working and he was unable to clear the alarm. The customer's blood glucose was 176 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.